Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found that the power led light would not come on unless the power cord was pulled out of the console but it would not stay lit or charge the batteries. The stm found that the brown "hot" lead was not making continuity so he replaced the cord/reel assembly and it tested ok. Full functionality and safety checks of the iabp were completed and passed to factory specifications. It was then returned to service upon completion.

Event description:
It was reported that during a demonstration it was discovered that the batteries of the cardiosave intra-aortic balloon pump would not charge when plugged in. No patient involvement or adverse event was reported.